Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to systemic infection. Reportedly, the patient was admitted to the hospital with near syncope and found to have a vegetation on the right ventricular (rv) lead through transesophageal echocardiography (tee). The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The s-ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.